Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Additional products: heartware ventricular assist system ¿ battery model #: 1650de / catalog #: 1650de / expiration date: 31-aug-2019 / serial #: (B)(4). UDI #: (B)(4). Device available for evaluation: no. Device evaluated by MFR: no, device evaluation anticipated, but not yet begun. Mfg date: 13-aug-2018. Labeled for single use: no. (B)(4). Heartware ventricular assist system ¿ battery model #: 1650de / catalog #: 1650de / expiration date: 31-aug-2019 / serial #: (B)(4). UDI #: (B)(4). Device available for evaluation: no. Device evaluated by MFR: no, device evaluation anticipated, but not yet begun. Mfg date: 14-aug-2018. Labeled for single use: no. (B)(4). Heartware ventricular assist system ¿ battery model #: 1650de / catalog #: 1650de / expiration date: 31-aug-2019 / serial #: (B)(4). UDI #: (B)(4). Device available for evaluation: no. Device evaluated by MFR: no, device evaluation anticipated, but not yet begun. Mfg date: 13-aug-2018. Labeled for single use: no. (B)(4). Model #: 1650de / catalog #: 1650de / expiration date: 31-aug-2019 / serial #: (B)(4). UDI #: (B)(4). Device available for evaluation: no. Device evaluated by MFR: no, device evaluation anticipated, but not yet begun. Mfg date: 14-aug-2018. Labeled for single use: no. (B)(4). Model #: 1650de / catalog #: 1650de / expiration date: 31-aug-2019 / serial #: (B)(4). UDI #: (B)(4). Device available for evaluation: no. Device evaluated by MFR: no, device evaluation anticipated, but not yet begun. Mfg date: 14-aug-2018. Labeled for single use: no. (B)(4). Model #: 1650de / catalog #: 1650de / expiration date: 31-aug-2019 / serial #: (B)(4). UDI #: (B)(4). Device available for evaluation: no. Device evaluated by MFR: no, device evaluation anticipated, but not yet begun. Mfg date: 11-aug-2018. Labeled for single use: no. (B)(4). Model #: 1440 / catalog #: 1440 / expiration date: 31-aug-2019 / serial #: (B)(4). UDI #: (B)(4). Device available for evaluation: no. Device evaluated by MFR: no, device evaluation anticipated, but not yet begun. Mfg date: 12-dec-2017. Labeled for single use: no. (B)(4). Model #: 1430us / catalog #: 1430us / expiration date: unk / serial #: (B)(4). UDI #: asku. Device available for evaluation: no. Device evaluated by MFR: no, device evaluation anticipated, but not yet begun. Mfg date: unk. Labeled for single use: no. (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the controller and the previously lubricated batteries, the controller alternating current (cac) and controller direct current (cdc) adapter exhibited power switching. The event is associated with critical battery alarm, controller loss of power and batteries communication error. A power source lubrication procedure was performed on the batteries, cac and cdc adapters. The controller and the cac adapter were exchanged, the batteries remain in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the controller was returned for evaluation. The six batteries, one controller ac adapter and one controller dc adapter were not returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the returned device in relation to the reported event. Failure analysis of the returned controller revealed that the device passed functional testing. Visual inspection revealed contamination within both power ports of the controller, likely due to the handling of the device. Supplemental testing was performed on the controller and the test results revealed that the gold-plating of the pins were worn, exposing the base metal. The exposure of the base metal is susceptible to the effects of corrosion. Log file analysis revealed that the controller contained a feature that records whether a power source experienced a communication error or a disconnection within each 15-minute interval. Analysis of the data log files revealed several premature power switching events that were due to momentary disconnections involving (B)(4) as well as several premature power switching events that were due to communication errors involving (B)(4). Data log files also revealed multiple instances involving (B)(4) where the batteries relative state of charge (rsoc) was between 101-201, which are indicative of communication errors. Analysis of alarm log files revealed multiple critical battery alarms due to communication errors involving (B)(4) within the analyzed period. Additionally, multiple critical battery alarms were recorded due to the battery depleting below 10% relative state of charge (rsoc) involving (B)(4). Log file analysis also revealed a controller power-up event on 31-oct-2019 at 17:43:43. The data point prior to the loss of power revealed that bat757121 was connected to power port one with 30% relative state of charge (rsoc) and a power adapter was connected to power port two. The data point recorded after the loss of power revealed that bat757121 was connected to power port one and a power adapter was connected to power port two. No anomalies were observed leading up to the loss of power. The controller was without power for eight seconds. As a result, the reported events were confirmed. The most likely root cause of the reported premature power switching event after lubrication can be attributed to communication errors and/or momentary disconnec tions due to contamination within the power ports and/or due to temporary corrosion of the controller-port/power-source pins. The most likely root cause of the reported critical battery alarms can be attributed to communication errors and/or the patient allowing the batteries to deplete below 10%. Possible root causes of the communication errors can be attributed to momentary disconnections on the communication pins of the controller, the controller not receiving responses from the battery, and/or due to the packet error checking method detecting bit errors. A possible root cause of the loss of power can be attributed to a disconnection of both power sources and/or to an intermittent disconnection on one or both power sources. An internal investigation was initiated to capture events involving the controller losing power. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.